Event description:
It was reported that when spiking tpn the tubing separated at the drip chamber allowing the tpn to spill, which caused a delay in care. The patient was placed on a mixture of amino acids and d10 from the pharmacy, which kept the patient's blood sugar stable, until the tpn arrived the next day. The event occurred in the nicu, and although there was a delay in treatment, it was confirmed during follow up, that there was no patient harm or impact as a result of this event.

Manufacturer narrative:
The customer¿s report that the tubing separated at the drip chamber allowing the tpn to spill (leak) was confirmed. The set was visually inspected for kinks, holes/tears in the tubing or damages to the components. Visual inspection of the set noted separation at the engagement between the tubing and drip chamber¿s outlet port. Closer inspection under magnification observed that the tubing had insufficient solvent applied at engagement. No other anomalies or evidence of damages were observed functional testing was deemed unnecessary due to a leak that would occur from the separation. Dimensional analysis was performed and found the inner diameter and the drip chamber port¿s outer diameter to be within specification(s). The root cause of the separation was identified as a manufacturing issue for insufficient solvent being applied at the engagement of the tubing due to equipment and/or operator error.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. Patient information will not be provided per hospital policy.

Event description:
It was reported that when spiking tpn the tubing separated at the drip chamber allowing the tpn to spill, which caused a delay in care. The patient was placed on a mixture of amino acids and d10 from pharmacy, which kept the patient's blood sugar stable, until the tpn arrived the next day. The event occurred in the nicu, and there was no patient harm.